Manufacturer narrative:
This report was initially submitted following notification from a customer in belgium obtaining invalid cmv igg results when testing three (3) separate patient samples using vidas® cmv igg test kit (ref. (B)(4), lot 1007379830 ) and the vidas® 3 instrument (ref. (B)(4), serial (B)(6)) with software version 1.3. A vidas system message indicated that the sample might be over-diluted on a cmv test (cmvv avidity and / or cmv igg), and yet the sample was undiluted. An investigation was conducted which included a review of the full system backup data sent from the customer, nothing abnormal was detected. Biomerieux investigators also conducted numerous tests in an attempt to replicate the error message however the issue could not be reproduced internally. Data review from associated complaints indicated that this anomaly occurred randomly for vidas 3 instruments using software versions 1.3. The risk associated with this error message was assessed and found to be minor. As a result of this error message, no result is released therefore there is no risk of obtaining an incorrect result. Despite the fact that the root cause has not been identified, biomerieux plans to add additional logs into the vidas 3 software version 1.4 to capture interactions between the vidas 3 software and the computation engine. Additionally, a workaround will be developed in the event that the error message is displayed for an undiluted sample.see section h10.

Event description:
A customer in (B)(6) notified biomérieux of obtaining invalid cmv igg results when testing a patient sample using vidas® cmv igg test kit (ref. 30204, lot (B)(4)) and the vidas® 3 instrument (ref. 412590, serial (B)(4)) with software version 1.3. A vidas system message indicates that the sample might be too over-diluted whereas the serum was not diluted. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. The customer stated that there was a delay in reporting results of greater than one (1) week. A biomérieux internal investigation has been initiated.